Event description:
Boston scientific crm received information that a latitude alert was detected for the right ventricular (rv) defibrillation lead regarding a low shocking lead impedance measurement, which was less than 20 ohms. A technical services consultant thought that due to this measurement occurring one instance, it may be an intermittent insulation issue or an electrolyte imbalance. Further investigation revealed that the patient was brought into the clinic for a follow-up, however, the low impedance measurements were not able to be re-created and the following physician felt that no further intervention was necessary at that time. To date, no adverse patient effects were reported with this clinical observation. Additional information was received that the patient was seen in the clinic for a routine follow-up appointment, where painless testing with the programmer was performed. In biphasic, shock impedance measurements of less than 20 ohms were observed and in monophasic, measurements of 40 ohms were observed. A revision procedure was performed and the chronic device was electively explanted due to appropriate elective replacement indicator (eri). The chronic rv lead remains actively implanted. This device was implanted. Information from the local area sales representative indicated that during the recent device change out, both a low voltage and a high voltage shock were performed, with the lead performing to the physicians expectations. No further intervention was planned. Approximately three months later, a low shock impedance measurement was detected on this lead and this device. The physician has elected to continuously monitor the patient through regular follow ups.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Additional information was received indicating that seven months later, the device was interrogated and several non-sustained episodes with oversensed noise were observed. The patient was in atrial fibrillation and was able to reproduce the noise. Impedance measurements during noise episode were all normal. Boston scientific technical services (ts) discussed potential lead issue and may compromised therapy. Additional information was received indicating that the cause of the observation was not determined. At this time, there were no planned interventions; this patient will be continuously monitored for now. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that another red alert had been generated for this system. Additional information was not obtained regarding the specific alert details. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.